Manufacturer narrative:
It was reported that the electrode - patch - universal 2 channel caused blisters and redness. The electrode was unable to be inspected because it was not returned. Allegation should be considered confirmed as there are images of the patient's skin irritation and/or evidence the patient sought medical care to treat the skin irritation. The associated skin irritation is likely related to the patient reacting to the electrode adhesive and/or hydrogel. The following factors were identified as having contributed to the skin irritation: age extremes; pediatric 1-18 years, known medical/dermatologic conditions. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. Patient reactions, such as skin irritation, resulting from biocompatibility issues. Additionally, instructions for use (IFU) and patient education guides (peg) provide patients with guidance should skin irritation develop.

Event description:
It was reported on (B)(6) 2025, that the patient was experiencing red and blistering skin from the electrode - patch - universal 2 channel. The patient sought medical attention and was prescribed topical anti-inflammatory medication. The patient has a history of skin sensitivity/allergy to band-aids. The patient's skin was prepped with wipes. The patient continued with service with alternative electrodes. No additional information was received.